Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a damaged patient adapter (marks were observed on the outside of the connectors indicative of tool use). Leak testing was performed with underwater pressure testing with no leak noted. Clear passage and clamp function testing were performed with no issues noted. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was received and a device evaluation is anticipated. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life transfer set was discolored and partially broken down. The reporter indicated that it looked as though the set was degrading, and there were black dots located on the set. The transfer set was flushed with an unknown disinfectant and changed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.